Manufacturer narrative:
Reported event was confirmed by review of photographs provided. Photograph of the explanted articular surface was provided showing the superior side of the device. There is blood partially covering the surface as well as scratches and gouges. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Per the package insert, the implant may not last the rest of the patient¿s life, or any particular length of time. Because prosthetic implants are not as strong, reliable, or durable as natural, healthy tissues/bones, all such devices may need to be replaced at some point. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Cmp-(B)(4). Concomitant medical products: nexgen femoral component, catalog #: 00596001551 lot #: unknown. Nexgen stemmed tibial tray, catalog #: 00598004701 lot #: unknown. Report source: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Product location unknown.

Event description:
It was reported that the patient was revised to address pain and instability. No additional patient consequences were reported.